Event description:
It was reported that the shunt was replaced because no fluid was draining.

Manufacturer narrative:
(B) (4). The valve was patent and passed siphon, reflux, and leak testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.